Manufacturer narrative:
The customer reported that no vital updates were being displayed on one out of eight patients on the cns (central monitoring system). Customer was asked to copy the bed settings and restart the device. Once restarted, only 42% of the vital updates had been completed and remained this way for five minutes before the device turned off. The device was rebooted and the issue still remained. Customer switched out device for a working device that they had on consignment. Customer was transferred to nihon kohden's sales department. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that no vital updates were being displayed on one out of eight patients on the cns (central monitoring system). Customer was asked to copy the bed settings and restart the device. Once restarted, only 42% of the vital updates had been completed and remained this way for five minutes before the device turned off. The device was rebooted and the issue still remained. Customer switched out device for a working device that they had on consignment.

Manufacturer narrative:
Manufacturer narrative: the customer reported that no vital updates were being displayed on one out of eight patients on the cns (central monitoring system). Customer was asked to copy the bed settings and restart the device. Once restarted, only 42% of the vital updates had been completed and remained this way for five minutes before the device turned off. The device was rebooted and the issue still remained. Customer switched out device for a working device that they had on consignment. Customer was transferred to nihon kohden's sales department. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.